Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins popped out of place when were putting up plastic in their house about a month prior to the report. It was reported that the patient had been seeing their family physician regarding the issue and that they were considering an x-ray or MRI to assess the battery displacement. No symptoms or complications were reported.